Event description:
Nurse squeezed infant heel warmer packet. Plastic pouch burst and sprayed contents into employee's mouth, face and eyes. Contents also splashed on infant. Package found to have defective seal.